Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: valve leak and/ or damage: not observed valve leak or damage. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported ¿malfunction¿. Healthcare professional later reported ¿the valve popped off during the filling stage¿. Device was not implanted.

Event description:
Healthcare professional reported ¿malfunction¿. Healthcare professional later reported ¿the valve popped off during the filling stage¿. Device was not implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 30/apr/2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:¿ the valve popped off during the filling stage¿.

Event description:
Healthcare professional reported ¿malfunction¿. Healthcare professional later reported ¿the valve popped off during the filling stage¿. Device was not implanted.